Event description:
It was reported that intermittently the 9800 system was displaying "grainy" images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, noticed that the interconnect coupler was difficult to plug in. Replaced the receptacle and steering coupler. The system was tested and found to be working as intended and placed back into service.